Event description:
Allegedly, the patient presented instability. Poly was swapped out. Components not revised: patella 38mm product ID: kpon38mb lot number: 1533698. Femur sz 3 product ID: kftcpc3r lot number: 1519536. Tibia base 3+ product ID: ktslfm31 lot number: 1524650. Pressfit (r) keel product ID: kspp1512 lot number: 1504858.